Manufacturer narrative:
--

Event description:
Additional information was received that the patient was in for a routine follow up visit and although the right atrial (ra) lead impedances were within range during the device check, they have continued to be intermittently high out of range. Oversensing of noise leading to inappropriate atrial tachy response (atr) episodes has also continued to occur. The physician is aware and will continue to monitor the patient. No adverse patient effects were reported and the ra lead and implantable cardioverter defibrillator (ICD) remain in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that high out of range pacing impedance measurements for the right atrial (ra) lead continue at greater than 2500 ohms and noise with arm movements. High threshold measurements were also observed. The patient was now experiencing shortness of breath. The patient was referred to a different physician to discuss a lead revision. The patient was seen and the physician opted to continue to monitor at three month clinic follow ups and will see her in a year to re-evaluate. At this time the device and lead remain in service and no adverse patient effects were reported.

Event description:
Boston scientific received information that the right atrial (ra) lead displayed pacing impedance measurements greater than 2,000 ohms. Noise on several inappropriate atrial tachy response (atr) episodes were observed. During isometric exercises, noise was observed, however, was not always marked. The patient was to be sent for further review. No further information was available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.